Event description:
I developed cataracts and was referred to surgeon for cataract treatment. Surgeon recommended a bausch and lomb product called "crystalens" iol for replacement lens after each cataract removed. I was told I would have "better vision" if I choose crystalens. Surgery on left eye was performed on (B)(6) 2012. Vision reported, worse after surgery. Surgeon again recommended crystalens for right eye cataract. Surgery on right eye done (B)(6) 2010. Again my vision was worse. Paid (B)(6) extra for these medical devices and have worse vision. Medical experts have confirmed both medical device products failed. This has resulted in additional surgical interventions. Still having vision problems caused by crystalens. In reviewing my medical records, I discovered two different serial numbers were identified for the crystalens implanted in my left eye. Operative report dated (B)(6) 2010, says serial number was (B)(4). Operating room record for same date identifies a serial number of (B)(4). Since the implant is still in my eye I do not know the correct serial number. Medical records for crystalens in right eye have only one serial number: (B)(4).